Event description:
Discordant, falsely low calcium results were obtained on two patient samples on the dimension xpand with hm instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were rerun on an alternate instrument, and the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.

Manufacturer narrative:
The customer called the siemens technical solutions center (tsc). After reviewing the instrument data with the customer, the tsc specialist did not find an instrument malfunction. The difference in quality controls between the dimension xpand with hm and the alternate instrument did not exceed five percent, and the maximum expected difference is nine percent. The tsc specialist advised the customer to replace the sample probe and the reagent 1 probe, and to bleach the sample drain and the reagent drain, which the customer did. The customer was advised to run quality controls and recalibrate if a large shift in quality controls was observed. The cause of the discordant, falsely low calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.